Event description:
Caller indicated the relion micro meter was giving variable readings. On tuesday the 25th customer was not feeling well so she took a reading and it was 38. She was feeling shaky and light headed so she had a coke to bring her glucose back up. She tested again about 5 minutes later and her glucose was 270 and she thought that was not right because it was too high and she didn't have any symptoms of high glucose. She waited another 6 minutes and tested again and got 28. She decided to go to hospital and about 15-20 minutes later when she got to the hospital her glucose were 275. There was no treatment given. She was told her metabolism was low and she needed to eat more and maybe that's why her glucose was low. They gave her a tablet for her metabolism. Technique and storage sound good. She does not have any controls to test meter. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.